Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise, resulting in automatic mode switching were noted on the right atrial (ra) lead. Lead insulation damage was suspected. However, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicating that the patient was seen in-clinic and pocket manipulation was conducted which reproduced the noise in real time. However, no diagnostic imaging was conducted to confirm the alleged cause of the event which was lead insulation damage. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.